Event description:
During a lapchole the screw that holds the jaws of the grasping instrument came out and had to be retrieved. The instrument was brand new. The screw was found in the suction canister.